Manufacturer narrative:
The biomed will be replacing the battery to address the mid:26 (low battery) error message, and service will not be required to be performed by zoll.

Event description:
During ivtm therapy, the thermogard console (sn: (B)(4)) displayed a mid:26 (low battery) error message. It is unknown how long the therapy was interrupted, as the customer did not provide further information. Another thermogard console was used to complete the treatment. No consequences or impact to the patient.